Manufacturer narrative:
The physician reported that the event papule improved after the treatment with diprogenta (betamethasone and gentamicin) twice a day. Outcome status: resolved. Note: diprogenta is a combination of betamethasone and gentamicin.

Event description:
This spontaneous report received via sales representative from a (B)(6) physician concerns a (B)(6)-year-old female pt, demographics unk. She was treated with radiesse for an unk indication and dose. On an unk date the pt experienced a papule after injection of radiesse.